Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using the tsw35 the device was fired three times. The scrub person attempted to reload the tsw35 and could not open the device. A new tsw35 was opened to complete the case. There was no consequence to the patient.